Event description:
It was reported that the patient experienced pericardial effusion and was hospitalized. The patient was discharged after three days and the incident was considered resolved. The device and the right atrial (ra), right ventricular (rv), and left ventricular (lv) leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: c174awk implantable cardioverter defibrillator (ICD), (B)(6) 2006; 4574 implantable pacing lead, (B)(6) 2006; 4965-50 implantable pacing lead. (B)(4).